Event description:
It was reported during insertion of the intra-aortic balloon (iab), the doctor was unable to insert the balloon through the sheath. The customer reported that the balloon looked funny. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. A catheter kink was observed approximately 75.4cm from the iab tip. A laboratory insertion test was unable to be performed due to the returned condition of the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned condition of the iab since we are unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the doctor was unable to insert the balloon through the sheath. The customer reported that the balloon looked funny. There was no reported injury to the patient.